Event description:
A customer reported the pump stopped delivering insulin, requiring a reset to resume delivery. There was no adverse impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.